Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient tracker geometry error showed 88, dropped to 2.3, then went to 88 again. The site rebooted the system and tried a second patient tracker in the same port and the geometry error showed 66. The site confirmed there was no metal interference in the field. The bob port was nonfunctional. The site moved the patient tracker to a different port in the breakout box (bob) which resolved the issue and continued the case. During troubleshooting, the manufacturer representative (rep) was unable to confirm what the light emitting diodes (leds) looked like on the bob. This issue caused a 10 minute surgical delay. There was no reported impact on patient outcome. Additional information was received. It was reported that the bob had a damaged port.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The emitter interface (product: em intfce 9735825r s8 em instr intfce, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure, as all parts functioned as intended. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d02, b01, c13 apply to the system (product: main cart 9735669 stealth s8 em ent, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the emitter interface (product: em intfce 9735825r s8 em instr intfce, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.